Event description:
A medtronic representative reported intermittent tracking with the medtronic navigation axiem equipment during a functional endoscopic sinus surgery. After the pt was registered, accuracy was verified, but when attempting to navigate in the nasal cavity none of the instruments would not track. The case was discontinued and pt rescheduled for surgery on a later date since they could not track any instruments internally.

Manufacturer narrative:
The emitter was placed too close to the metal bed. This created the interference with the emitter. Medtronic representative further trained the staff on proper emitter placement.